Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump was interrogated in the health care office and that a critical alarm occurred. Since approximately (B)(6) 2013, the pump had several motor stalls of varying length and time with a stall recovered more than 2 hours. The pump was currently in a non-recovered state and the cause of the motor stalls was not known. The patient had experienced pain and reported as alive without injury. The physician intended to replace this pump as soon as possible. No troubleshooting was performed but reported as would be in the future. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, it was seen that there was corrosion, moisture, wear, and residue seen throughout the gear-train. The technician found significant residue and shaft wear on the upper shaft of gear 2. There was also some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. It was indicated that the stall was due to shaft-bearing.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, lot# l59320, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.